Event description:
It was reported that during surgery, the tip of the inserter was fractured when surgeon attempted to insert the anchor into the patient's burr hole. The incident occurred with two devices. Subsequently, post-op x-rays were taken and the surgeon confirmed fractured pieces of the inserters remained in the patient's body. No adverse effects have been experienced by the patient and the surgeon does not plan to remove the pieces. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01588. Medical products: item# 912068; lot# unknown. Source foreign - event occurred in japan. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.